Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an insulin flow blocked alarm event on (B)(6) 2026 due to a bent cannula. The insertion site was the abdomen, and the infusion set had been in use for one day. The patient's blood glucose level was 320 mg/dl and treatment was provided through a manual insulin injection. No further information available.